Event description:
Pt intubated with 7.5 fr et tube orally, 5 hrs later cuff leaked. Reintubated with 7.5 fr et tube, cuff leaked in 15 seconds (orally). Nasal intubation with 7.0 fr et tube; cuff checked before insertion without problem, leaked within 15 seconds.